Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that error code 1112 (high blower temperature error) occurred. It is unknown if the unit was in patient use at the time of the reported issue. There was no patient or user harm reported. The reported error was discovered in the device¿s diagnostic report (drpt). The air intake filter was inspected, and it was discovered to be recently cleaned out and potentially replaced. It was stated the other parts of the units appeared normal. A philips authorized service provider (asp) was unable to contact the customer for confirmation of the reported issue. A philips asp then went onsite and attempted to duplicate the reported issue by running the unit for 30 minutes under the internal battery test but was unable to duplicate the reported issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.